Event description:
The customer reported there is leaking at the one-way valve. The customer reported there have been six (6) incidents of air being injected. There was no report of harm or injury. The customer stated six incidents of air being injected and reported seven defective devices. The customer did not provide any additional information or clinical information for the additional events. The customer is not returning any devices. This is one of six form FDA 3500a reports: 1721504-2010-00346, 1721504-2010-00347, 1721504-2010-00349, 1721504-2010-00350, 1721504-2010-00351.

Manufacturer narrative:
Device evaluation: the device has not been received for evaluation/investigation. Merit determined on 10/19/2010 that a product removal would be required for nine (9) specific merit custom kits because they may draw in air during use. This is a 5-day MDR report in accordance with statutory reporting requirements. Communications to consignees began on 10/25/2010. A report to the FDA in accordance with 21 cfr 806.10 is also in process and will be sent on 10/29/2010. No additional form 3500a reports will be filed for this event. Notification of field action taken.